Manufacturer narrative:
The insulin pump was received with intermittent display due to corroded battery spring compartment.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 217mg/dl at the time of the incident. The customer received a low battery alarm and changed out the battery and the pump would not turn back on blank display. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.